Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, telemetered ventricular lead impedance was <200 ohms in the bipolar configuration. Unipolar lead impedance was 283 ohms. A chest x-ray did not reveal any lead abnor- malities. The patient tolerated unipolar pacing and sensing well. Therefore, the pacemaker system was left in unipolar and remains implanted.